Manufacturer narrative:
It was reported that during inspection the cs100 intra-aortic balloon pump (iabp) "indicated that the battery needed maintenance". The customer restarted the device and charged it, but it still could not be turned on and used after disconnecting the ac power. A getinge field service engineer (fse) checked machine and device prompted that the battery needed maintenance, and the ac power was available. The battery was judged to be faulty and the replacement of accessories was applied. Fse replaced the battery 12 v (d146-00-0039). After the replacement, the parameters of the equipment were tested and delivered for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during the inspection process, the cs100 intra-aortic balloon pump (iabp) unit displayed that the battery needed maintenance and alarmed. The customer restarted the device and then charged it, but it still could not be turned on and used after disconnecting the ac power. There was no patient was involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during the inspection process, the cs100 intra-aortic balloon pump (iabp) unit displayed that the battery needed maintenance and alarmed. The customer restarted the device and then charged it, but it still could not be turned on and used after disconnecting the ac power. No one was injured.

Manufacturer narrative:
Due to character restrictions in block e1event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.